Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device displayed a "check pads" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to user mishandling. The electrode pads were found to have heavily crumpled/ damaged packaging causing internal damages, due to not being stored according to recommendations. The electrodes were scrapped after investigation. Analysis of reports of this type has not identified an increase in trend.